Event description:
It was reported that the patient's right ventricular (rv) lead was found to be dislodged, with the dislodgement confirmed via x-ray. The rv lead was explanted and replaced. The patient experienced no adverse consequences.